Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? Not available in the provided case information. What is the procedure date (dd/mm/yyyy)? (B)(6) 2025 what date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2025 do you have any pictures of the reaction? No pictures are available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify, yes. The dermabond at the application site was removed; the patient was evaluated by dermatology; no re-operation or re-closure was required; prescription medication was administered. If medication was required, please clarify if it was prescription strength, yes, a prescription topical steroid was used (specific potency not provided). What is the most current patient status? Erythema has improved after removal of dermabond and application of the topical steroid; the condition is resolving. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown; no prior history was provided. Can you identify the lot number of the product involved? Not available. Please provide the source or title of external person providing answers to follow-up? (B)(6), attending physician, is a photo available of the patient¿s reaction? Unk. Name of surgery? Unk. Was the steroid prescription strength? Unk (a topical steroid was used; prescription strength was not confirmed). Were any other prescription medications prescribed? No other prescription medications were reported (unk if any were newly prescribed). Were any cultures taken? Results? No cultures were reported; results are unk. Please describe how the adhesive was applied. Unk. How was the wound cleaned and dried prior to prineo/ dermabond application? Unk. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing was used? Unk. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? The patient reported no history of cosmetic dermatitis or metal allergy; hypersensitivity/allergy to cyanoacrylate or formaldehyde is unk. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. Lot number of product used? Unk. Current patient status? After removal of dermabond and application of topical mediation, the redness significantly decreased. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor considered the possibility of surgical site infection, but only the dermabond area was red, and the redness calmed after removal. Therefore, the doctor believes dermabond was the cause. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown neurosurgery procedure at outpatient/treatment room on (B)(6) 2025 and topical skin adhesive was used. On (B)(6) 2025, they returned for an outpatient visit, nine days after surgery. The skin condition was checked, and there were redness and pigmentation-like symptoms. The patient has no history of cosmetic irritation or metal allergies. The doctor does not consider the issue to be serious. The product was used on the epidermis. The topical skin adhesive was peeled off after the issue occurred. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient is an 81-year-old female, 42kg weight and 145 cm tall. Her initials are i.e. She has no history of cosmetic irritation of metal allergies. Dermabond was used on (B)(6). During an inpatient wound check on (B)(6), redness was observed in the area where dermabond had been applied. The doctor considered the possibility of surgical site infection, but only the dermabond area was red, and the redness calmed after removal. Therefore, the doctor believes dermabond was the cause. As treatment, the dermabond was removed and the patient was seen by dermatology, where mild dermatitis was diagnosed. After removal of dermabond and application of topical mediation, the redness significantly decreased. The medication used for the treatment was a steroid. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a photo available of the patient¿s reaction? Name of surgery? Was the steroid prescription strength? Were any other prescription medications prescribed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?